Manufacturer narrative:
Correction: b1, h6 (remove code 2938, add code 2993).

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the basal software intermittently did not suspend insulin delivery. The customer's blood glucose (bg) level subsequently decreased to range from the low 30's to 48 mg/dl. The customer's family member provided assistance by administering gvoke shots to address bg. Reportedly, the customer continued to use the pump for insulin therapy.